Event description:
The complainant reported that the impella cp purge luer lock was leaking. The cassette was already replaced but there was no improvement. Purge filter bypass was successfully created, and pump was explanted the next day. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
Purge leak - pump: clinical details state that there was a leak from the sidearm yellow luer and a purge filter bypass was performed. Product was returned and evaluated. The leak was reproduced at the sidearm luer, where a small crack was found. Data log review showed purge pressure drop suddenly that was eventually resolved. The root cause of the purge leak - pump was determined to be due to a damaged sidearm yellow luer due to high tension in combination with disinfectant and certain drug ingredients such as oil, alcohol, lipids etc., per supplier evaluation as seen under complaint (B)(4). Investigation reports attached to complaint (B)(4).